Event description:
An attorney alleged that following lasik surgery, a pt has experienced blurring of the vision, halo effects, difficulty with night vision and other unidentified visual problems. The pt alleges that the excimer laser was miscalibrated, misaligned, misapplied or misutilized causing the microkeratome to expose the wrong part of the pt's corneas causing decentered ablations in both eyes. The current status of the pt is not known, no further info has been received.